Manufacturer narrative:
(B)(4). (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. After two synergy stents were implanted, a 3.00 x 28 synergy ii drug-eluting stent was advanced but they realized that the stent was too short. The device was pulled out from the patient's body but the stent came off from the delivery system and was left in the vessel. The dislodged stent was then retrieved using a snare and the procedure was completed with a 3.0 x 33 non-bsc stent. No patient complications were reported and the patient's status was fine.